Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was not performed as the lot number was unknown.

Event description:
A customer contacted global technical services(gts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The technical service representative (tsr) assisted the home patient(hp) to cycle power twice to clear the alarm. The tsr advised the hp to start over with new supplies and call their nurse in the next 24 hours to let her know what happened. There was patient involvement; however, there was no injury or medical intervention reported

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.